Event description:
Philips received a complaint by the customer on the v60 indicating that the battery does not charge. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Final investigation and disposition are pending.

Manufacturer narrative:
E: hospital (B)(6). Phone: (B)(6). Reporter phone: (B)(6).